Event description:
It was reported that the patient was feeling "burning" around the device. Attempts to follow up with the patient's physician have been unsuccessful. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.